Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during implant attempt, both high voltage coil impedance values were greater than 200 ohms. After multiple reconnections, the impedance lowered slightly. Post-defibrillation threshold testing there was sensing difficulty, oversensing, and high pacing impedance greater than 3000 ohms. The physician was certain that the lead was in the connector each time. The lead was measured via the analyzer and normal impedances were found. The device was not used and was replaced, and the lead remains in use. No patient complications have been reported as a result of this event.